Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an incomplete side cut on a patient¿s left eye during a flap creation procedure. The surgeon completed the side cut using a blade. The flap was lifted and excimer laser treatment was completed. Opaque bubble layer was noticed during the laser treatment in the area of the incomplete side cut.

Manufacturer narrative:
The manufacturing device history record (DHR) was reviewed. Based on quality assurance (qa) assessment, the product met specifications at the time of release. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).